Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, the patient was living in an assisted living facility and was found unconscious. Earlier in the day, the patient was observed by staff to be sweaty and confused. The patient¿s cgm was reading high mg/dl, and the facility tested a bg meter reading which was unable to register a reading. Upon reviewing the patient¿s data with dexcom¿s technical support, the cgm device had been reading high mg/dl from 6pm on (B)(6) 2025 through (B)(6) 2025. However, it was reported that the patient did not receive any alerts notifying her of her hyperglycemic state. It was confirmed that the patient¿s high alert setting was set at 250 mg/dl. It was also found that the patient¿s first delay alert was ¿off¿, and the snooze alert was ¿off¿. This setting was changed while on the phone with technical support. Despite finding out this information, it is still unclear whether the patient received the first alert notification to notify her of her hyperglycemic state. Emergency medical services was called and transported her to the emergency room. At the emergency room, the patient¿s bg level was 1200 mg/dl. The patient was admitted to the intensive care unit (ICU) and was treated with an IV insulin drip, potassium, and other electrolytes. The patient was discharged from the hospital on (B)(6) 2025. After hospital discharge, the patient was sent to a rehabilitation facility to ¿get her strength back¿ before going back to the assisted living facility. The patient was in ¿stable condition¿ at the time of report. Data was provided for investigation. The patient's estimated glucose values were high (over 400 mg/dl) for the entire day of (B)(6) 2025, as well as (B)(6) 2025. At 09:06 am on (B)(6) 2025, the patient's estimated glucose values (301 mg/dl) rose above the high alert threshold (300 mg/dl), and the app delivered a high alert at 100 percent volume. The high alert was acknowledged immediately. The patient's egvs remained above the high alert threshold, but the app did not deliver any more high alerts as the snooze feature was disabled. At 11:21 am, the patient's egv (299 mg/dl) went back into range. At 11:26 am, the patient's egv (310 mg/dl) rose back above the high alert threshold, and the app delivered a high alert at 100 percent volume. At 11:31 am, the app delivered another high alert at 100 percent volume, and it was acknowledged immediately. The patient's egvs remained above the high alert threshold, but the app did not deliver any more high alerts as the snooze feature was disabled. The patient's egvs were high (over 400 mg/dl) from 01:16 pm to 10:56 pm. The complaint allegation and probable cause could not be determined. No additional patient or event information is available.